Event description:
Information received from the field does not address the patient's clinical status but notes that during a routine follow-up, interrogation revealed back-up operation with dashes (---) noted for parameters. The battery status was 2.17v, 41 kohms, and 14ua.